Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the speaker assembly of the patient electronic device.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed a broken wire detached from the speaker assembly resulting in exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.